Manufacturer narrative:
Product analysis returned content: the device returned with the capture wire loaded in the green delivery catheter and the filter basket was advanced out of the green delivery catheter tip no damage to green delivery catheter tip no damage observed to the gold marker band and no damage to the filter basket braid damage observed to the distal floppy tip the device was detached/stretched at the wire exit port but still loaded on the capture wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A spider fx was intended to be used for treatment of a fibrous lesion in the distal region of the right common carotid artery. There was mild tortuosity and calcification. The IFU was followed. It was reported the spider was inserted after normal preparation. When the delivery wire was taken out from the exit port, the same part was not folded, but rather curved. After passing the delivery end through the lesion, the delivery wire was removed and the capture wire was advanced, however, a strong resistance was felt. When the catheter was near the tip, the catheter at the delivery end was pulled (unsheathed). The filter portion did not expand. Unavoidably, the wire exit port was disconnected when it was removed. A new size spider 4.0 mm was also available, but a filter wire from another company was opened and it could be used without any problems and the procedure was completed successfully. No patient injury